Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving unspecified high sensor scans and experienced symptoms of weakness, asthenia, fatigue, and tremors, and was unable to self-treat. The customer had contact with a healthcare provider who obtained a blood glucose result of 62 mg/dl and received unspecified treatment from both hcp and non-hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.